Event description:
It was reported that, "the small screw fell out of the side of the quick release handle when detaching it from inserter tip."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.